Event description:
This ra lead was implanted on (B)(6)2007 and was explanted on (B)(6)2018 due to noise and oversensing. The physician was dr.(B)(6) at (B)(6)medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).